Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observation of pump performance issues. The pump rod misalignment was determined the most probable cause of the reported events. Device history record (DHR) review: the DHR confirmed that the device met all material, assembly, and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp ms (momentary squeeze) pump was thoroughly analyzed. The pump was visually inspected, and no defect was noted. Under the microscope, it was observed that the poppet rod, an internal component, was misaligned. Due to the observed anomaly, the pump could not be functionally tested. The identified issue could affect the functionality of device. Product analysis confirmed the reported event. Labeling review: a review of the device operating room manual (orm) was performed. As stated in the orm: do not squeeze the deflation button and the pump bulb at the same time. Therefore, the misalignment or displacement of the poppet rod is indicative of simultaneous compression of the deflation button and pump bulb. Investigation conclusion: based on the information available, a conclusion code of failure to follow instructions was assigned to this investigation.

Event description:
It was reported that after this inflatable penile prosthesis (ipp) was implanted, the pump did not transfer fluid to the cylinders during inflation testing; despite troubleshooting, the issues persisted. The pump was explanted and further testing found there was no fluid movement when the pump was connected to a syringe. Another pump was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Pending investigation closure.

Event description:
It was reported that during an original inflatable penile prosthesis (ipp) implant, once implanted, the medical staff noted that the pump did not transfer fluid to the cylinders during inflation test, despite troubleshooting, the issues persisted. The pump was explanted and further testing observed there was no fluid movement when connecting the pump to a syringe. Another pump was used to complete the procedure. No additional patient complications were reported.